Manufacturer narrative:
Correction - please refer h6 clinical code. The reported event could not be confirmed since the device was returned for evaluation. The visual inspection shows that the plastic part of the device was found to be broken into three pieces one broken part remains assembly with the clamp. The breakage pattern indicates a brittle fracture resulted from an application of excessive mechanical force. Moreover, the device indicates presence of water marks and heavy discoloration confirming that the device has gone multiple reprocessing cycles of cleaning & sterilization. Based on investigation, the root cause was attributed to a user related issue. The event was caused by an application of excessive mechanical force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
During surgery, the pliers in question were damaged in the plastic part.

Manufacturer narrative:
Based on the available information the device will not be returned; therefore, an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
During surgery, the pliers in question were damaged in the plastic part.